Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a venflon pro safety 22ga 0.9mm od 25mm l. The following information was provided by the initial reporter, "catheres are not easy to insert, the cannulas are less sharp. Often there are leakages at the cap which leads to blood leakage through the injection port during the insertion."

Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. From the photo returned, it seems that the valve has moved away from the injection port causing the leakage. However, due to poor resolution of the photo, the defect cannot be confirmed. Therefore, unable to confirm the customer experience as no sample was returned. In addition, the photo returned was not the same as the reported gauge of this complaint. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. A root cause could not be determined due to no returned sample. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during use with a venflon pro safety 22ga 0.9mm od 25mm l. The following information was provided by the initial reporter, "catheres are not easy to insert, the cannulas are less sharp. Often there are leakages at the cap which leads to blood leakage through the injection port during the insertion."